Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on his pump. The customer's blood glucose was 126 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No stuck buttons or screen noted. The insulin pump had a cracked display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.